Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) lead, were replaced due a decline in sensing and high out of range impedance values. While all clinical observations had been noted for several months, electively the physician choose surgical intervention in conjunction with the associated device replacement for normal battery depletion. The ra lead was explanted; however, the rv lead was surgically abandoned. No return of product is expected and a new system was implanted in the absence of adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.